Event description:
A report was received that the patient had discomfort at the battery site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had discomfort at the battery site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had discomfort at the battery site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.